Event description:
Healthcare professional reported "extracapsular rupture of the right device, folds, waves, rotation, change of the color of the device and a capsular contracture (baker grade ii). The breast is hard but keeps a normal appearance". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.] Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.